Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, causing the pulse wires to short inside the distribution node. The root cause for the strained cable was excessive force no adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported a patient's electrode belt had exposed wires.